Event description:
It was reported the device had a speaker malfunction error message. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Data correction to evaluation method code, product brand name, and common device name a philips remote service engineer (rse) spoke to the customer and advised them to send the device back for bench repair. The customer was advised to return the device back for bench repair, but it has not been returned. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.